Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received frequent no delivery alarms despite changing the infusion set. The customer's blood glucose was 280 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found insulin was unable to exit the tubing when a new infusion set was applied. Customer agreed to return the reservoir for analysis.